Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts bunched in a proximal direction. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.